Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 426 mg/dl and 400 mg/dl. The insulin pump was most likely in automode at the time of the incident. The customer reported that the tubing was not connected with the cannula. The tubing and the cannula were not matching. The customer took the old one off and reported that there was something wrong on the end of the set. The device will not be returned for analysis.